Event description:
It was reported that the customer experienced a high blood glucose at 600 mg/dl and was hospitalized high blood glucose at 300 mg/dl, after treating with bolus delivery. The customer was treated with a perfusor. A self-test was performed and passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.